Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca.: the root cause for the strained cable was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient's electrode belt was receiving a service code 204 (belt/monitor unusable).